Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips healthcare that the heartstart xli reported an f0003 error code which is associated to keyscanner failure. There was no pt involvement.